Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the wrong implantable neurostimulator (ins) was implanted. The patient reported that they had the wrong one put in, they weren't able to connect and the physician was going to put another one in from another manufacturer but had to wait 90 days from the date of surgery. It was reported they put an older model in and they were upset. Relevant medical history includes non-malignant pain. No outcome was reported in regards to the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the wrong stimulator was implanted in their back and the patient needs the right one put in. Nothing had been done to correct it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the healthcare professional put the wrong ins in but then put the right ins in on (B)(6) 2016. No further complications were reported/anticipated.